Manufacturer narrative:
(B)(4). The report of leaking at the juncture hub was able to be confirmed through investigation of the returned sample. The customer returned the connector assembly, compression sleeve, compression fitting, and part of the cut catheter from the chronic hemodialysis kit for investigation. Leak testing of the connector assembly revealed leaking between the metal cannulas and the white juncture hub. Visual inspection revealed damage to the green compression sleeve due to incorrect placement. This likely accelerated the leak in use. Additionally, the instructions-for-use (IFU) provided with this kit instructs the user, "slide threaded compression cap over compression sleeve towards hub connection assembly with compression sleeve seated completely inside." Additionally, it warns, "precaution: ensure compression sleeve is securely positioned inside threaded compression cap. Avoid attempts to place compression sleeve onto hub connection assembly cannula and then apply threaded compression cap. Incomplete compression may occur causing catheter separation.". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, it was concluded that this issue was related to molding in manufacturing and unintentional user error. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Event description:
It was reported that " the y connector was not sealing and caused a leak used 3 catheters to find one that worked. There was no visible damage. The patient experienced substantial bleeding not normally experienced in these cases. There was no other patient injury." Associated complaints: 9680794-2025-01005, 9680794-2025-01004 and 9680794-2025-01003.

Event description:
It was reported that " they connector was not sealing and caused a leak used 3 catheters to find one that worked. There was no visible damage. The patient experienced substantial bleeding not normally experienced in these cases. There was no other patient injury." Associated complaints: 9680794-2025-01005 and 9680794-2025-01003.

Manufacturer narrative:
(B)(4).